Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units pump needs to be repaired, customer is having a difficult time extending and retracting the slide handle assembly and wheels. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. The fse confirmed the reported issue. The fse replaced the slide handle assembly and wheel assembly. The unit passed all functional and safety tests and was returned to the customer for clinical use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received the following parts associated with this complaint: slide handle assembly wheels assembly parts were received with a reported failure of the handle and wheel assemblies having issues retracting and extending smoothly. The fat performed a visual inspection and found the part to have difficulty retracting and extending smoothly. Confirmed the reported failure on these parts but no root cause defined. Retaining the part in the failure analysis and testing department per procedure.